Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction could not be verified. The usb cable was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the customer reported the usb cable was not working. The customer¿s blood glucose (bg) level was high with a large level of ketones however, no bg value was provided. The customer began using manual injections to address bg levels. Reportedly the customer would continue using manual injections as alternate insulin therapy.